Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing threshold. Also, the right atrial (ra) lead and pacemaker were explanted together with the rv lead. A leadless pacemaker was implanted. This lead was retained by the hospital. No additional adverse patient effects were reported.